Event description:
The customer reported a cartridge alarm on their pump, which did not cause their blood glucose level to exceed 500 mg/dl. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump as the resolution. The customer was informed they would receive a pump with updated software and given instructions on using their g7 sensor with the new device. They were also advised on how to return the faulty pump and the necessary steps upon receiving the replacement.